Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. X-ray review indicates total right knee arthroplasty with hinged prosthesis, metallic pin noted along the soft tissues of the lateral distal thigh, no radiolucency, no fracture, overall fit and alignment of the implant is appropriate, normal bone quality. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component catalog # unknown lot # unknown. Unknown tibial component catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Multiple MDR reports were filled for this event: 0001822565-2020-04186, 0001822565-2020-04187.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient will be considered for revision due to unknown reason. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.